Event description:
The minimed 770g insulin pump allowed me to take a second bolus for the same glucose value with no warning that I had just bolused. This confusion occurred as the result of several factors: (1) the medtronic glucometer (accu-chek guide link) integrated with the 770g pump requires a new confirmation button press to forward the glucose reading to the pump, and if ignored, the glucometer sends the glucose to the pump anyway after a random time delay of 1 to 10 minutes (the delay is a mystery). (2) the 670g and 770g pumps added new confirmation dialogs when bolusing. This extra step of complexity leads to user errors of failing to complete the steps needed to take a bolus. How: the above 2 factors combined to create a situation where I manually entered my sugar (like I have to with my 3 other glucometers), selected a bolus with 3 carbs I was about to eat, took the bolus, or so I thought, and then 5 minutes later I see the pump is still showing the blood sugar from my glucometer, so I think I either didn't take the bolus or didn't confirm it or something, so I took one again, not realizing it was a duplicate bolus creating a dangerously high double dose for me. Issue: the 770g does not issue a confirmation warning for taking two boluses in a row in response to the same blood sugar reading, or for closely timed boluses that are nearly identical. But the pump is happy to warn you that you are about to take the bolus that you of course want to take because that is why you pressed all the buttons to get to that screen. This very nuisance confirmation warning is what led to my confusion about whether I bolused or not already. Note: the bolus screen does identify the insulin on board in small text, but it always does that and I didn't notice the amount. I am more focused on making sure the bolus amount is correct. Screengrab of pump log and daily report for this incident are attached. Full log available on request.